Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a gradual rise in left ventricular (lv) lead impedance. An alert was noted to have occurred as the impedance had exceeded the alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.